Event description:
It was reported that the patient had the inflatable penile prosthesis device was removed on (B)(6) 2018 due to fluid loss. A new inflatable penile prosthesis with 18cmx12cm cylinders was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis device was removed on (B)(6) 2018 due to fluid loss. A new inflatable penile prosthesis with 18cmx12cm cylinders was implanted. Additional information received indicated the device would not inflate due to fluid loss from a tubing break. The patient was recovering following the replacement surgery.